Manufacturer narrative:
A partial lead with the tip measuring 50.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-08633. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular (rv) lead was exhibiting noise and had high pacing impedance. The patient was asymptomatic. The patient's implantable cardioverter defibrillator (ICD) was on advisory, so the physician elected to explanted the ICD and rv lead in the same procedure. The patient was stable throughout.